Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. Upon evaluation, the battery output voltage was below 6v. The cause for the low output voltage cannot be positively determined but was likely the result of defective cells. The root cause of the defective cells cannot be positively identified. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.

Event description:
A pt service representative (psr) contacted zoll customer support while assisting an (B)(4) female pt, to report that one of the pt's batteries was not working. The pt was issued a replacement battery pack.